Event description:
A nurse was reporting this incident for the customer. They said the customer was feeling hypoglycemic and the device was used to check their blood glucose an the result was 207 mg/dl. Patient drank orange juice and still felt low. Emergency medical technicians were called and their meter read 50 mg/dl. Patient was treated with d50 and fed. They also had a urinary tract infection. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.